Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited noise reversion leading to oversensing and triggering auto mode switch episodes. The patient was seen in clinic on (B)(6) 2021. No programming changes were performed. The patient was in stable condition.

Event description:
New information received noted that the atrial lead exhibited noise leading to oversensing and triggering inappropriate mode switch episodes. The lead was explanted and replaced. The patient was in stable condition post-procedure.